Event description:
The customer reported to olympus that the monitor did not show an endoscopic image from the evis exera ii bronchovideoscope when the system was started. The issue was detected during preparation for examination. There was no effect on the examination, the patient or the user. There was no procedural delay/extension. There was no patient or user harm reported in connection with this event.

Manufacturer narrative:
The device was returned to olympus and evaluated. The evaluation did not verify the reported image failure, however, the issue could have been caused by a connector that had corroded from a water leak. The leak likely resulted from am incision in the key top. This issue may have generated an electrical continuity error. Moreover, the inspection also revealed a loss of image and h-lines while the universal cord was being manipulated. Lastly, the inspection also showed that a major third-party repair was done on the device and that the charged couple device (ccd) cable may have been damaged during the repair. This may was also a potential contributing factor to the reported image problem. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the suggested event occurred by breakage of the charge-coupled device unit cable due to third-party repair or occurred by unstable electrical connection due to corrosion of the scope connector. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image. Troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Olympus will continue to monitor field performance for this device.